Manufacturer narrative:
The device was not returned to animas for evaluation. If the device is returned an evaluation an evaluation will be conducted, and a supplemental report will be filed. The patient has only used the pump for one day before the hospitalization and asked animas for assistance on pump settings changes. At the time of the contact, the patient was working with a health care professional on resuming pump therapy. No conclusions can be made at this time.

Event description:
It was reported that the patient was hospitalized for low blood glucose levels.